Event description:
It was reported that there was an aortic dissection.A left atrial appendage (LAA) closure procedure was being performed. A WATCHMAN FXD Curve Access System (WAS) and a 40mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were selected to be used. The physician positioned the WAS in the LAA of the patient and then inserted the WDS. The closure device was deployed but did not meet release criteria. The physician decided to replace the WAS with a WATCHMAN TruSteer Access system and downsize to a 35mm WDS. The procedure was continued with the new Access and Delivery System. The procedure was successfully completed with the closure device implanted in the LAA of the patient. After the procedure was completed Transesophageal Echocardiogram (TEE) imaging showed that there was an aortic dissection on the ascending aorta of the patient. There was no treatment or intervention reported to have occurred. The patient remains hospitalized recovering from this event and there were no other complications that were reported.It was further reported that the patient died.

Event description:
IT WAS REPORTED THAT THERE WAS AN AORTIC DISSECTION. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN FXD CURVE ACCESS SYSTEM (WAS) AND A 40MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PHYSICIAN POSITIONED THE WAS IN THE LAA OF THE PATIENT AND THEN INSERTED THE WDS. THE CLOSURE DEVICE WAS DEPLOYED BUT DID NOT MEET RELEASE CRITERIA. THE PHYSICIAN DECIDED TO REPLACE THE WAS WITH A WATCHMAN TRUSTEER ACCESS SYSTEM AND DOWNSIZE TO A 35MM WDS. THE PROCEDURE WAS CONTINUED WITH THE NEW ACCESS AND DELIVERY SYSTEM. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. AFTER THE PROCEDURE WAS COMPLETED TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) IMAGING SHOWED THAT THERE WAS AN AORTIC DISSECTION ON THE ASCENDING AORTA OF THE PATIENT. THERE WAS NO TREATMENT OR INTERVENTION REPORTED TO HAVE OCCURRED. THE PATIENT REMAINS HOSPITALIZED RECOVERING FROM THIS EVENT AND THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED. IT WAS FURTHER REPORTED THAT THE PATIENT DIED.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN TruSteer? Access System was discarded; therefore, returned device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN TruSteer? Access System, Part # M635TU90050 Batch # 0039052618. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN TruSteer? Access System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include valvular/vascular damage (dissection), and death (hospitalization).Risk ReviewA Risk Review was completed and confirmed that the events of valvular/vascular damage (dissection) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.

Event description:
IT WAS REPORTED THAT THERE WAS AN AORTIC DISSECTION. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN FXD CURVE ACCESS SYSTEM (WAS) AND A 40MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PHYSICIAN POSITIONED THE WAS IN THE LAA OF THE PATIENT AND THEN INSERTED THE WDS. THE CLOSURE DEVICE WAS DEPLOYED BUT DID NOT MEET RELEASE CRITERIA. THE PHYSICIAN DECIDED TO REPLACE THE WAS WITH A WATCHMAN TRUSTEER ACCESS SYSTEM AND DOWNSIZE TO A 35MM WDS. THE PROCEDURE WAS CONTINUED WITH THE NEW ACCESS AND DELIVERY SYSTEM. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. AFTER THE PROCEDURE WAS COMPLETED TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) IMAGING SHOWED THAT THERE WAS AN AORTIC DISSECTION ON THE ASCENDING AORTA OF THE PATIENT. THERE WAS NO TREATMENT OR INTERVENTION REPORTED TO HAVE OCCURRED. THE PATIENT REMAINS HOSPITALIZED RECOVERING FROM THIS EVENT AND THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED.